Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had a broken barrel. The following information was provided by the initial reporter: "broken barrel"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary one photo and one sample in open packaging was received by our quality team for evaluation. From the photo, the team observed damage on the syringe collar and tip, damage on the plunger rod, and an out of shape syringe flange. The sample was subjected to visual inspection. The team observed damage on the syringe collar and tip, damage on the syringe barrel near the collar, damage on the plunger, a scuff mark on the syringe flange, the syringe flange being twisted, a non-straight and bent / tilted plunger, and a scuff on the syringe barrel after the retainer ring. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The eclipse primary packaging line was reviewed. There is no machine contact on the syringe collar, tip, barrel, and plunger that can cause the observed damage. The syringe assembly machine was reviewed. Based on the sample evaluation, it was suspected that the plunger could have hit the side guide at the main assembly dial due to a high plunger (if the plunger was not fully inserted into the barrel). With a high plunger, the stopper sensor would not be able to sense the stopper and would then auto-reject the syringe. Due to the plunger being bent / tilted, the plunger head could have been stuck at the auto-reject station flipper and eventually pushed forward by the syringe behind it to the next dial pocket. With that, the syringe would be slanted and not properly seated at the lower tooling, causing damage to the syringe tip and barrel body during dial movement. Based on the available information, only one syringe was affected for the reported batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle had a broken barrel. The following information was provided by the initial reporter: "broken barrel"